Event description:
It was reported that the implant was removed due to bone loss and pain at the site. Patient will not return for additional appointments.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID is too long for the space provided. Patient ID is (B)(6).

Manufacturer narrative:
Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review was completed for the subject lot number 2018021121. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2018021121 for similar events and no other complaint was identified. Review completed utilizing keywords: medical: bone loss. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition. Sections updated: b4: date of this report, d9: device availability and product return date, g3: date investigation results were received, g6: type of report and follow up number, h2: follow up type, h3: device evaluated, h6: adverse event problem codes, h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.